Event description:
I had the essure devices implanted in 2013. Since then my life has been hell. Within a year I began experiencing skin rashes, purple spots that pop up randomly on my body, enamel loss on my teeth, bloating, hair loss, severe depression and mood swings, and gallbladder issues so bad it ruptured at the age of (B)(6).